Event description:
While loading the angiosculpt onto the back of the wire, the tip of the catheter broke off.

Manufacturer narrative:
The distal tip detachment occurred and was detected prior to use in pt and the catheter was not used in a pt. Thus, there was no pt involvement. Upon follow-up, it was confirmed that the distal tip detachment occurred at the back table and the detached distal tip was disposed by the hosp. Eval summary: visual examination of the returned catheter found that approx one (1) mm of the distal tip detached from the catheter. The detached distal tip was disposed of by the hosp. There was no presence of blood in the catheter. Performance testing of the returned catheter found no additional device malfunction during laboratory inflation. Conclusions: the distal tip was reported to have detached while loading the catheter onto the guide wire (prior to insertion in pt).